Event description:
It was reported that the right ventricular (rv) lead dislodged and there was no sensing and no capture. In addition, the patient experienced diaphragmatic stimulation. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).